Manufacturer narrative:
Findings: a64 alarm due to faulty y1/rfb. Pump received with cracked battery tube threads, reservoir tube, minor scratched display window and missing endcap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm. Customer's blood glucose was unknown mg/dl. The customer was advised to perform rewind process again. Customer was advised to program a easy bolus into the air, bolus amount was recorded in the bolus history. The customer stated a temp basal was not programed before the alarm occurred. The customer was advised that the device would be replaced.